Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was reviewed and all process specifications were met at the time of the release. Trending analysis by lot number was reviewed from 10/15/2016 to 04/13/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The fse went onsite and discovered the customer was using older aesculap trays that are known to absorb h2o2. The customer was advised to switch to aptimax trays and the issue has since been resolved. The assignable cause of the issue can be attributed to using older trays that were absorbing h2o2. Customer education was provided and the customer is no longer using the older trays. The issue will continue to be tracked and trended.